Event description:
Writer needed to supplement potassium chloride 20 meq in 50 ml bag for a potassium of 3.7. Potassium chloride 20 meq in 50 ml bag runs 50 ml/hr. Writer started potassium chlorida 20 meq in 50 ml bag at 1307 and infusion ran until 1310. Writer paged the provider to notify of the occurrence. Writer received electrocardiogram order and a recheck of basic metabolic panel.